Manufacturer narrative:
The actual stent could not be located by the user facility and was not returned to bard for evaluation. However, photographic images of the sample were sent in-lieu of the actual physical sample. Visual inspection of the photographs noted that the stent was broken proximal to the pigtail. There was heavy encrustation noted at various locations on the pigtail end of the stent. The device history record could not be reviewed because the lot number was not provided. The manufacturing process for this product code was reviewed and showed that the stent is received from a supplier who certifies that the device has been manufactured, inspected, and accepted according to bard specifications. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. The instructions for use states in the precautions section the following related to proper use of stents: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).

Event description:
It was reported that a stent broke in two pieces just as it was being withdrawn through the bladder. The broken portion of the stent was left in the ureter and kidney. Prior to removal, an xray was done which noted a blockage in the stent and a large mass of calcification near the portion of the stent closest to the bladder. The radiologist was able to puncture the kidney and remove the broken portion through the incision. A new stent was placed without any complications. The patient is doing well.